Event description:
It was reported the pt felt sick and presented with bloodpressure decline. Echo showed cardiac tamponade, drainage done via surgery. Device remains implanted and in use. No further pt complications reported.